Event description:
Per the clinic, the patient was treated with topical steroid, oral and topical antibiotics (specific date and duration not reported) due to an infection at abutment site. Subsequently, the patient underwent a skin revision surgery on (B)(6) 2023 in order to excise the granulation and remove the abutment under general anesthesia. The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at implant site. Additional information has been requested but it has not been made available as of the date of this report.